Event description:
It was reported that log files were submitted for review due to significant increase in backup battery use. The patient denied hearing any audible alarms. Log file review captured emergency backup battery (ebb) circuit faults due to poor signal lines from the backup battery. It was noted that this issue did not account for the accumulated ebb usage time. The backup battery was replaced on (B)(6) 2022 and it was planned to monitor the patient overnight. The ebb faults did not resolve with ebb exchange. The controller was exchanged and the faults resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical increases of backup battery usage count was confirmed via analysis of the log files. The submitted log file ((B)(4)) and the log file downloaded from the returned controller ((B)(4)) contained approximately 9 hours of data combined ((B)(6) 2022 from 8:49:59 to 11:55:42 and (B)(6) 2022 from 5:45:22 to 12:03:26 per the timestamp). The log file captured decreases of relative state of charge (rsoc) and bus voltage on both power cables while connected to the power module. The log file captured the backup battery usage count increasing from 48 to 49 on (B)(6) 2022 at 8:56:28 due to the voltages on the white power cable dropping to approximately 11.6 v while the black power cable was disconnected. Throughout the log file, the voltages did not drop low enough to activate any associated alarms. The voltages ranged approximately from 11.5 v to 14 v while connected to the power module. It was determined that the drops in voltage were due to wire fatigue on the controller power cables. The driveline was disconnected on (B)(6) 2022 at 12:02:08 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned heartmate 3 system controller operated in a mock circulatory at the set speed and no external power and low voltage alarms activated when the power cables were manipulated by hand; the no external power alarm resulted in the backup battery being in use. Raised resistances were observed on both power cables; this is consistent with conductor breakdown on the power cables. The wires associated with the power, rsoc and alarm out signals were noted to be compromised during testing; this resulted in the atypical voltage drops observed on the log files and during testing of the controller. The power cables were then replaced with test power cables and the alarms, associated with voltage drops, were not observed again during further testing of the controller. The controller was tested with the returned modular cable (lot number: 195676). No issues were observed with the backup battery during testing. The root cause of the reported event was determined to be wire fatigue on both power cables, which resulted in the voltage dropping and the backup battery turning on. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables and the driveline for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.